Event description:
It was reported there was lead warnings for the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads had impedance less than 200 ohms, high thresholds and no unipolar sensing. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.